Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to perform specific troubleshooting steps, such as disconnecting the tubing, tightening connections, and delivering boluses. The occlusion alarm recurred, leading to the discovery that the blockage was caused by the cartridge. Customer then changed the necessary supplies and resumed insulin therapy.